Event description:
It was reported to boston scientific corp on 9/2/08, that a corflo cubby low profile gastrostomy device was used for a percutaneous endoscopic gastrostomy (peg) procedure performed on an unk date. According to the complainant, the locking tab of the right angle feeding tube was broken. No info provided regarding the procedure outcome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.